Event description:
It was reported that during the procedure, the guidewire was failed to advance in the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6)2022 . The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the stylet/guidewire failure to advance through the lead was not confirmed. A complete lead was returned in one piece. Visual and x-ray inspection of the lead found no anomalies to the lead body. The stylet/guidewire insertion test was performed. The stylet/guidewire was able to be advance through the lead and withdraw from the lead without any restriction.